Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the self-drilling half pin apex ø 5mm, 150 x 50mm ref#(B)(4) is not involved in the complaint. If any additional information is provided, the investigation will be reassessed.

Event description:
During surgery, after the surgeon inserted the apex pin to the patient bone with short pin sleeve, the sleeve could not pull off from the apex pin. The surgeon extracted the apex pin with the sleeve and inserted other new apex pin with long pin sleeve. The same event was occurred. The long pin sleeve was able to be pulled off from the pin, and the apex pin was left in the patient bone as it is.

Event description:
During surgery, after the surgeon inserted the apex pin to the patient bone with short pin sleeve, the sleeve could not pull off from the apex pin. The surgeon extracted the apex pin with the sleeve and inserted other new apex pin with long pin sleeve. The same event was occurred. The long pin sleeve was able to be pulled off from the pin, and the apex pin was left in the patient bone as it is.